Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, service code 107) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 107. The monitor's electrode belt receptacle was damaged, causing pin 1 of the j1001 component on the ca board to be bent. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and service code 107(multiple abnormal shutdowns).